Event description:
When removing the dressing the entire exudate, which was underneath the dressing, was released to the surrounding area. Wound condition seemed to get worse during application of the dressing.